Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was high pacing lead impedance (pli) and increased capture threshold noted on the right ventricular (rv) lead while in bipolar configuration. The device was reprogrammed to unipolar configuration to resolve the event and the patient was stable with no consequences.